Manufacturer narrative:
Product analysis: the product remains implanted and has not been returned for analysis. Conclusion: the device history review for this device was reviewed and no issues were shown that would have impacted this event. No conclusion can be drawn for the reported event. The device remains implanted, therefore the reported major stent fracture could not be confirmed. Should further information be provided, or product be returned, a supplemental report will be filed. (B)(6). (B)(4).

Event description:
Medtronic received information that the patient implanted with this transcatheter pulmonary valve was found to have a minor stent fracture (3 individual stents), observed at one year follow-up exam. No treatment was required, and no adverse patient effects were reported. Additional information was received that over three years post implant the patient was presented with progression of tricuspid valve regurgitation from mild to moderate with stenosis. The patient was treated with non-surgical invasive procedure resolving the issue. Over four years post implant the patient showed progression of stent fracture from minor to major. No treatment was given at that time and the issue remained ongoing.